Event description:
It was reported that the patient's implantable neurostimulator (ins) was in an area that was "pretty bad" for him because of the type of work he does, and the ins was moved from the right side of the body to the left side. The patient was redirected to their health care provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3093-28 lot# v508246, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).